Manufacturer narrative:
The report states: litigation papers allege in the year following surgery, patient suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. It is further alleged that four years after patient received her implants, her treating orthopedic surgeon concluded that the hip implant had failed and needed to be replaced. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (unknown side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege in the year following surgery, patient suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. It is further alleged that four years after patient received her implants, her treating orthopedic surgeon concluded that the hip implant had failed and needed to be replaced. Update: (B)(4) 2011 - the revision operative report was received. It is indicated that a large amount of fluid was removed. Additionally there was a metalloid reaction with greenish hue to the tissue. The complaint was reopened to add an additional product. Update: (B)(4) 2011 - plaintiff fact sheet received. Part and lot were identified. There is no new info that would change investigation. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, implant date, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Litigation papers allege in the year following surgery, pt suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. It is further alleged that four years after pt received her implants, her treating orthopedic surgeon concluded that the hip implant had failed and needed to be replaced. Update (B)(6) 2011 - the revision operative report was received. It is indicated that a large amount of fluid was removed. Additionally there was a metalloid reaction with greenish hue to the tissue.